Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle and air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due the observed air leak in the scoop cover, it is possible that the foreign material could not sufficiently be remove during reprocessing. The event can be detected by following the instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿blower and water flush do not work, do not go through the washing process at the endoscopy unit " was confirmed. The following findings were noted during device evaluation: control unit scope cover leak, charged coupled device (ccd) cover lens scratched, ccd glue has discoloration, plastic distal end cover has a sharp edge/snag, bending tube is deformed, connecting tube scratched, angulation and play less than specifications, and water contact/removal failed, air/water function specifically air flow failed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope blower and water flush do not work, do not go through the washing process at the endoscopy unit during preparation for use. Upon inspection and evaluation, clogged nozzle and air/water channel with a foreign material of an unknown origin. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.